Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es patient was not crossing over to med station. Customer stated that the patient was admitted on the server and had orders for meds that were loaded in the medstation but they were unable to find the patient on the station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,14-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over to med station. A technical support specialist remoted into the station and confirmed the settings were correct, so they did not cause the issue. On the server, ran a query for order 267950285 and found two identical orders for the same medication created at the same time it caused the delay sent an email to the customer with a screenshot. Probably a onetime issue, but if it happens again, he will open another ticket with example so we can investigate further to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.